Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01741 - 1221359-2022-01760.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay for multiple tests. This MFR. Report addresses test fifteen (15) of twenty (20). The customer reported one unconfirmed false positive with the ID now covid-19 assay. The customer stated the patient was asymptomatic. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.